Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The site computer was analyzed, no device failures were found - fully functional.

Event description:
A medtronic representative reported that during a monteris autolitt procedure [cranial procedure utilizing intra-operative magnetic resonance imaging (MRI)], and after the site powered up the imri room, the i7 rack computer monitor showed the cranial software exited and became unresponsive on the blue synergy screen. In trouble-shooting, the system was re-booted, returned to the application launch screen and re-launched synergy cranial. This occurred while archiving patients to usb. After re-launching the software, normal function was restored and there were no further issues. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event suggest a memory corruption problem may have occurred related to a software system performance issue. This issue was documented in a medtronic navigation software anomaly tracking database.